Event description:
The user facility reported that a 62-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced "purge system blocked" alarms coinciding with a purge flow of <.5, and pp of 1105 after leaving the cath lab. The tpa protocol was initiated and initially effective; however, the system started to fail again. On day 7 of support, the patient was subsequently taken for pump exchange. No further information was provided. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge system blocked alarms was completed. The pump was returned for evaluation. Visual inspection revealed biomaterial in the purge gap. The pump catheter had been cut so the full purge line could not be tested. Functional testing did not confirm any blockages. The root cause of the high purge pressure was ingested biomaterial occluding the purge gap. Per the IFU: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.